Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had a prime anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer's blood glucose was unknown. Customer stated the insulin comes out like a spray when he primes. Customer didn't agree to return the device for analysis.